Manufacturer narrative:
A ge rep contacted the customer by phone and directed them in repairing the sys. The sys operates as intended.

Event description:
The customer reported the sys lost power and stopped functioning. No pt injury was reported.